Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7073600.

Event description:
It was reported that the patient had an infection at the pocket site. Symptom of discharge oozing from the pocket site was noted. The patient underwent an explant procedure wherein all devices were removed.